Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer stated that missing needle guards. Customer stated that there were 3 times that the cannula was bent and one that just stopped working. The insulin pump will not be returned for analysis.